Event description:
Paramedics attended to a person diagnosed in respiratory distress. An attempt was made to monitor the pt's ECG using the device. Initially, the device allegedly failed to display the pt's ECG, then later displayed the ECG inappropriately as a wavy baseline. There were no adverse affects to the pt reported as a result of the alleged malfunction.